Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, e116 was not reproduced, but e117 occurred due to the faulty motherboard. It was possible that e116 contributed to the failure, but the cause of the e116 occurrence could not be determined from the information obtained. Based on otv-s400 technical guide (troubleshooting), both e116 and e117 are errors indicating a failure of the otv-s400 (images are not displayed properly). The faulty motherboard was also cited as a contributing factor to the e116 and e117. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed error code e116. The issue was found after therapeutic laparoscopy procedure. The user facility completed the procedure using a similar device. The patient was not under anesthesia and there was no delay reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was not confirmed or reproduced. The device evaluation found an e117 error code which indicated printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.